Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant called to report for the customer of excessive no delivery alarms. The customer's blood glucose level was unknown. The customer had the excessive no delivery alarms 6 months prior to the call, however when the customer attempted to troubleshoot with the helpline, she became frustrated and reverted to multiple daily injections. The customer was reached, but she did not know if she wanted a replacement device. Nothing was replaced or returned for analysis.